Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was interrogated, and device memory was reviewed. Device longevity was confirmed to be appropriate. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device underwent a surgical procedure to reopen the device pocket and evacuate a pocket hematoma. This surgical procedure took place 17 days after device implant. The cause of the pocket hematoma was noted to likely be related to the patients blood thinner medication. The patient was scheduled to come back to the hospital to have the pressure dressing removed four days after the surgical procedure, but they did not come for the appointment. The patient was noted to have passed away that day. The crt-d device was interrogated and one stored non-sustained ventricular tachycardia (vt) episode from early in the morning on the date of death was observed. The episode showed the patients vt rate was below the device therapy detect rate and therefore no device therapy was provided, and the patient passed away. The patients following physician does not believe the pocket hematoma evacuation surgical procedure nor the crt-d device itself caused or contributed to the patients death. The device was subsequently explanted and the device has been returned to boston scientific.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device underwent a surgical procedure to reopen the device pocket and evacuate a pocket hematoma. This surgical procedure took place 17 days after device implant. The cause of the pocket hematoma was noted to likely be related to the patients blood thinner medication. The patient was scheduled to come back to the hospital to have the pressure dressing removed four days after the surgical procedure, but they did not come for the appointment. The patient was noted to have passed away that day. The crt-d device was interrogated and one stored non-sustained ventricular tachycardia (vt) episode from early in the morning on the date of death was observed. The episode showed the patients vt rate was below the device therapy detect rate and therefore no device therapy was provided, and the patient passed away. The patients following physician does not believe the pocket hematoma evacuation surgical procedure nor the crt-d device itself caused or contributed to the patients death. The device was subsequently explanted and the device has been returned to boston scientific.